Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported the implantable neurostimulator recharger (insr) was not "charging full." The patient had been charging for 9-10 hours and "only shows about 1/4 full." The patient noticed in (B)(6) 2016 that it was taking longer to recharge the implantable neurostimulator (ins). The patient noticed the ins had died. The patient was able to communicate with the insr and had been recharging for 10 hours (since 9 am), but the recharger was not charging the ins. The patient received a replacement insr and her ins was still not recharging all the way. The patient had an appointment with her doctor on (B)(6) 2016 and it was reviewed the patient may want to have the ins checked or meet with a manufacturer's representative (rep) if needed. Additional information received from a rep reported he met with the patient and the patient was charging with 6-8 coupling boxes over her jeans. Additional information received from the patient reported the replacement of the insr did not resolve the dead implanted device. The patient was able to get her device charged up to (B)(4) and keep it there if she charged every other day. The patient noted she used to be able to get a full (B)(4). The patient also noted she went from a "4 point connection" to full connection and back. The issue of the implanted device taking longer to charge was also not resolved. The patient had been charging every other day for an hour and could not get a full charge. The recharger seemed to overheat at least once during this time as well. It was noted the patient charged over pants with a spacer. The patient noted that she used her device continuously and it was never turned off. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.